Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with mentor memorygel breast implants 300cc experienced left breast pain and some hardness since implantation. The patient reported that she also had hives when she implanted which resolved and hair loss began at time of implantation. The patient reported since having the implants she has had irregular pap smears, a partial hysterectomy (age 35), a tumor on her ovary (age 36) which was removed, diagnosed with hypothyroidism (age 32), diagnosed with diverticulitis disease (age 43) requiring hospital stay, irritable bowel, eye sight (age 40) "went down hill", chronic fatigue syndrome (age 40) and anxiety at (age 40). The patient reported that she went into menopause at age 42 and started having hot flashes as soon as she got her implants. She also had a disc in her spine degenerate and cause here severe arm pain that required spine/neck surgery. As a result, the patient underwent bilateral explantation with full en bloc capsulectomies on (B)(6) 2019. Capsules were mildly thickened. Upon explantation, it was noted that both devices were ruptured. The patient reported that most of her symptoms have cleared up since. The root cause of the patient's symptoms are unclear. This report is for the right side.